Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty inserting the non-tandem infusion sets. Customer's blood glucose elevated due to the improper insertion. Customer did not provide further information. Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information.